Event description:
The customer reported the transformer sparked and the outlet caught on fire and now the electrical outlet no longer works. No injuries were sustained as a result of the issue.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated that the power adapter caught fire and sparked while plugged into the wall outlet. She pumps 4-10 times a day and plugs in/out the transformer about 1 times a day. She indicated that no injuries were sustained as a result of the issue. This issue with fire for the pump in style power adapter is currently being investigated under (B)(4).